Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of stimulation sensation and a return of urinary incontinence. Impedances > 1000 ohms were measured on all electrodes. The lead insulation had broken. The implantable neurostimulator and lead were explanted and replaced. The patient recovered without sequela. A follow-up report will be sent if additional information becomes available.